Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed architect cea on a patient sample. The architect sample probe was replaced and the sample repeated as expected. Patient (B)(6) tested architect cea of <0.5 ng/ml but repeated 7 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The sample probe was replaced and no further issues were reported afterwards. A review of the instrument service ticket history did not identify any other issues that may have been a factor in the customer event. A review of the probe part number data shows the probe is commonly replaced as part of preventive maintenance or to address liquid level sense, fluidics, or results issues. No adverse trends were identified for the probe. Troubleshooting assistance for erratic results is available in current labeling along with component replacement procedures. No product deficiency was identified.